Event description:
Caller reported continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided a complete pump reset procedure and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started a new sensor session.